Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of second stopper creepout/decapping. Bd has initiated further root cause investigation relating to the issue of second stopper creepout/decapping through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: cat#367812 lot no:1293958, expiry 2023-02-28. Cap of the plain tubes is not fitted properly after open.